Event description:
It was reported that the customer passed away. Caller stated that the customer was wearing the insulin pump at the time of death. Caller stated that the customer cause of death was natural he died during sleep. Caller stated that the last blood glucose recorded in the meter was 420 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.